Event description:
It was reported that a patient presented for pacemaker (pm) change due to elective replacement indicator (eri). During the procedure, the physician was unable to remove the right ventricular (rv) lead out of the header of the pm. The physician broke the header to remove the lead then proceeded to explant and replace the pm. The patient condition was stable through the procedure.

Manufacturer narrative:
The reported event of failure to disconnect was not confirmed. The device was received from the field with leads already removed and header severely damaged by end-user. Visual inspection, as received, noticed device had no septum, no setscrews, no contact springs, and connector block partially missing which limited to performed additional tests. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.